Manufacturer narrative:
Determination of root cause: assessment: during the on-site eval, the territory mgr checked the sys and found no problems. A successful sys verification to specs was performed prior to his departure. Log file review for the date of this pt's surgery showed the treatment was fully completed without any sys generated messages or errors. All sys functions were within specs during this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The pt presented with a medical history positive for oral contraceptives and a non contributory ocular history. The uncorrected visual acuity (ucva) was 20/cf, the manifest refraction (mr) was +1.75-4.00x179, the best corrected visual acuity (bcva) was 20/20 and, on (B) (6) 2008, underwent conventional hyperopia with astigmatism lasik. During the 2 week post operative period the pt demonstrated variable residual refractive errors and bcvas with the final ones reported as plano-1.75x114, 20/20. During that same period the slit lamp exam noted dlk (diffuse lamellar keratitis) and poor tear film. During telephone conversation with the site's contact, it was indicated that the pt in this complaint was an undercorrection of astigmatism, however the surgeon felt it was a result of a pt spec healing response, was not harmed or injured and will continue to improve during the healing process. This complaint was originally reported as an undercorrection (an event in which the refractive outcome as measured by manifest refraction spherical equivalent (mrse), is lower in magnitude than the intended mrse of the astigmatic component), however it is more appropriately classified as an induced astigmatism. Induced astigmatism refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. In this case, postoperative records were limited to 2 weeks; therefore, the postoperative refractive state did not have time to stabilize providing a possible inaccurate measurement of the residual refractive error. The usual period for healing and vision stabilization after refractive surgery is 1 to 3 months. The pt demonstrated a temporary one line loss of bcva at the 1 day visit that may be associated to inaccurate measure during the early healing process and/or to the reported dlk. In addition a one line loss of bcva may not represent a true loss as it may be associated to variations in testing techniques. The pt also had a positive history of taking oral contraceptives which are known to contribute to ocular dryness, therefore possibly causing temporary and unpredictable changes in the cornea that may interfere with the ability to properly measure the refractive error and/or bcva, unstable refractive outcome owing to hormonal changes, and possible changes in corneal curvature. Further communication with the site indicated that the surgeon was questioning this outcome in reference to nomogram assistance, and had no complaint in regards to it. According to the site's contact, the surgeon felt this outcome was related to an individual healing response and will continue to improve during the healing process. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: undercorrection dlk. Dry eye. Decreased bcva. A systems operator reports a pt with an unexpected outcome, specifically an undercorrection following refractive surgery. Pt records were requested and rec'd an indicated the pt exhibited an undercorrection of cylinder. The pt did experience a temporary 1 line decrease of bcva at the 2 day post-op exam but the bcva improved to 20/20- at the 4 day post-op exam and improved completed to 20/20 at the 2 week post-op exam. Slit lamp exam showed some dlk (diffuse lamellar keratitis). However, the surgeon indicated he felt the pt was not harmed or injured and the undercorrection was a pt specific healing response that would continue to improve during the healing process.